Event description:
Boston scientific received information that the right ventricular (rv) defibrillation lead was showing a gradual increase in shock lead impedance measurements and are now greater than 125 ohms. At the patient's last device check, shock impedance measurements were stable at 55 ohms. The rv pace/sense impedances were stable and no noise was observed on the shock electrogram. Technical services discussed that based on the time since implant the out of range impedances may be a result of a connection-related problem and recommended further testing to assess the system. No adverse patient effects were reported.

Manufacturer narrative:
There is no further information available. Should additional information become available, this report will be updated accordingly.

Manufacturer narrative:
Upon further review, although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
--

Manufacturer narrative:
Additional information was received approximately one year and four months later indicating the device was explanted to upgrade the patient to a dual chamber implantable cardioverter defibrillator (ICD). The upgrade occurred during the lead revision. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the allegation of high shock impedance, however a review of the device memory log did confirm that the daily shock impedances were consistently high (around 170 to 190 ohms) during the last year of implant.